Event description:
Surgical intervention occurred to remove the 8mm medial poly insert for pt with a total knee replacement. A 6mm medial poly insert was implanted.

Manufacturer narrative:
Surgical intervention occurred to remove the 8mm medial poly insert for pt with a total knee replacement. A 6mm medial poly insert was implanted. Review of the device history record indicates that the device was manufactured to spec. Returned device eval: the explanted 8mm poly insert was returned for eval. Visual examination of the returned insert shows significant damage to the snap feature of the locking mechanism. Observed damage suggests that the insert may not have been properly aligned with the tray at the time of impaction during the procedure. It appears that the insert was not fully snapped in at the time of implantation.